Event description:
It was reported stimulation could not be adjusted with the programmer and the display was showing the "call your doctor" icon. The device had a power on reset (por) condition. The issue was resolved by reviewing how to clear the por condition.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), (B)(4).